Event description:
It was reported that during a procedure using a fast-fix 360 curved needle delivery system that the t1 anchor successfully deployed but t2 did not deploy. Additional information received on 4/14/2014 and 4/22/2014 confirmed no anchors were left in the patient.

Manufacturer narrative:
Two fast-fix 360 curved needle delivery devices were returned for evaluation. No suture or t's were returned. The devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. A review of device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).